Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0 x 200, 75cm mustang balloon catheter was advanced for dilatation. However, on the second inflation at 15 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.